Event description:
It was reported by the contact that the customer had received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. The customer was to try another type of infusion set to try to resolve the occurrence of occlusion alarms.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.